Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. It is unknown which tibial impactor was found missing a cushion or which one lost the cushion after opening the tray. Therefore, both devices are reported. This report is number 2 of 2 MDR's filed for the same event (reference 3002806535-2016-00545 & 00546). Return expected, not yet received.

Event description:
Upon opening an instrument case during a partial knee arthroplasty, the tibial impactor was found missing a cushion. The impactor was used without patient injury or delay in the procedure. A second tibial impactor's cushion fell off after the case was opened. No additional information has been provided.